Event description:
A customer reported that while using an ophthalmic sutures during penetrating keratoplasty (pkp) procedure, sutures were found to be blunt and difficult to pass through the corneal tissue. Multiple new packets were opened at the customer¿s request, but the issue persisted across several sutures. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.